Event description:
The dental implant fx5010swc was removed on (B)(6) 2017 due to failure to osseointegrate about 4 months afet implantation. The doctor indicated that bone resorption may have caused the implant removal. The patient has no significant medical history and has been recovered without complications.